Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller mentioned that the patient had to have their entire spinal cord stimulator (scs) system replaced in 2018 due to a car accident.